Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had critical pump error. The blood glucose level was 228 mg/dl at the time of incident. Customer did report a broken force sensor was detected during seating or regular delivery prior to critical pump error. Customer reports they received the open book image on the insulin pump screen. Troubleshooting was performed for critical pump error. The insulin pump will not be returned for analysis.